Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively following hernia repair with biological implant, the patient developed sepsis from implant of mesh. Additional operation will be performed to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.